Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation executive summary: field technician stated issue of boot block 108 was confirmed. Received on 03-feb-2025 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Unit¿s software version was checked and revealed the main boot block is 12.3.2.108 and the main processor is 12.3.2.116, a wrong software version. A dent also noticed on the bottom of the rear case. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center install the correct software version and replace the rear case. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had boot block 108. There was no patient involvement.